Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this pacemaker developed an infection. A revision procedure was performed; however, during the extraction, the patient developed diaphragmatic stimulation and the physician was unable to extract the lead. It was also noted that the device had loss of capture and was not sensing appropriately and went into retry mode. No adverse patient effects were reported. The device was explanted and returned for analysis.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.